Manufacturer narrative:
The insulin pump had a pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify button keypad anomalies or stuck button alarms due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and had a critical pump error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm followed by a critical pump error alarm after the battery was removed and reinserted . Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.